Event description:
As reported via the (B)(4) registry, a patient experienced a transient ischemic attack during the carotid index procedure. Pre-procedure nih stroke scale was 1, stroke scale score was 1 and the patient was asymptomatic. The score of one is attributed to the patient having a previous left cva in 2012 and did have residual right upper extremity weakness. At the time of the index procedure, angiography revealed 90% stenosis to the right ostium internal carotid artery. The lesion was described as 15mm in length and not calcified. The reference vessel was 6.0 in diameter with severe tortuosity. A 7mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket and no air bubbles were present. There was 0% residual stenosis. During the procedure, the patient developed sudden right hemiparesis and reflex change. The tia symptoms occurred post stent deployment, the lesion had been post dilated with an aviator plus and the angioguard was still in the patient. A second overlapping 8.0 x 30 precise stent was placed more proximally than the first stent. An export catheter was used in an attempt to evacuate some of the debris in the artery as well as injection of nitroglycerin to help with spasm in the artery. A spartacore wire was also placed towards the end of the procedure in an attempt to straighten out the cerebral circulation. This was successful. The patient left the angiography suite with neurological deficits. The duration of the event was less than 24 hours. The patient noted mild sensory loss down all of the right side during pin prick testing (stating duller or not as sharp on the right side) and stated this was also residual loss from previous stroke but did not interfere with her ability to carry out all duties and activities.

Manufacturer narrative:
These findings gave her a score of 1 on the nihss and 1 on modified rankin test. The patient was walking and performing adls the same as pre-procedure and the discharge summary states no neurologic deficit so event was reported as fully resolved with no residual deficit. The patient was discharged that day after the index procedure. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per the investigator, the event was related to the index procedure and not related to the cordis devices. At the 30 day post procedure study visit, the patient neurological exam was the same as baseline. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 9616099-2013-00742, 9616099-2013-00743, 9616099-2013-00744, and 1016427-2013-00141. Complaint conclusion: this (B)(6) female enrolled in the (B)(4) registry experienced a transient ischemic attack during the carotid index procedure. Pre-procedure nih stroke scale was 1, stroke scale score was 1 and the patient was asymptomatic. The score of one is attributed to the patient having a previous left cva in 2012 and did have residual right upper extremity weakness. At the time of the index procedure, angiography revealed 90% stenosis to the right ostium internal carotid artery. The lesion was described as 15mm in length and not calcified. The reference vessel was 6.0 in diameter with severe tortuosity. A 7mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. There was no debris noted in the filter basket and no air bubbles were present. There was 0% residual stenosis. During the procedure, the patient developed sudden right hemiparesis and reflex change. The tia symptoms occurred post stent deployment, the lesion had been post dilated with an aviator plus and the angioguard was still in the patient. A second overlapping 8.0 x 30 precise stent was placed more proximally than the first stent. An export catheter was used in an attempt to evacuate some of the debris in the artery as well as injection of nitroglycerin to help with spasm in the artery. A spartacore wire was also placed towards the end of the procedure in an attempt to straighten out the cerebral circulation. This was successful. The patient left the angiography suite with neurological deficits. The duration of the event was less than 24 hours. The patient noted mild sensory loss down all of the right side during pin prick testing (stating duller or not as sharp on the right side) and stated this was also residual loss from previous stroke but did not interfere with her ability to carry out all duties and activities. These findings gave her a score of 1 on the nihss and 1 on modified rankin test. The patient was walking and performing adls the same as pre-procedure and the discharge summary states no neurologic deficit so event was reported as fully resolved with no residual deficit. The patient was discharged that day after the index procedure. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per the investigator, the event was related to the index procedure and not related to the cordis devices. At the 30 day post procedure study visit, the patient neurological exam was the same as baseline. The patient¿s medical history includes diabetes mellitus and hypertension. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Tia is a well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.